Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the cartridge cap and battery cap was not returned. Therefore, test caps were used to complete investigation. Investigation revealed contamination under all key contacts. The keypad button cover was found to be torn around the up arrow button; however, all keypad buttons were responsive to button presses. The battery compartment was also found to be cracked below the bumper pad and the text on the display screen was dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. The keypad button cover was found to be torn around the up arrow button; however, all keypad buttons were responsive to button presses. The battery compartment was also found to be cracked below the bumper pad and the text on the display screen was dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.